Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that the jaws were not parallel. This damage prevented the clips from closing correctly, which may have contributed to the customer's experience with the device. The exact cause of the misalignment is unknown. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical is currently researching process and inspection enhancements intended to further minimize the potential for this type of incident to occur. This document represents our final report.

Event description:
Lap chole - "dr (B)(6) was clipping the cystic duct on the specimen side and the 4th clip scissored. The surgeon used a total of 13 clips and only one scissored. Patient status - "good"

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.